Event description:
Caller states that the pt tested 4.0 inr on coaguchek test system 1 and 1.6 inr on coaguchek test system 2. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system 1: meter, strip lot 385a, exp 02/29/2008, cat/3116247. Coaguchek test system 2: meter, strip lot 412a, exp 03/31/2008, cat/3116247.

Manufacturer narrative:
Suspect device is coaguchek test strip lot 412a for system 2. The suspect device associated with system 1.